Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 700mg/dl. The customer's blood glucose was treated with manual injections and insulin drip. Troubleshooting could not be performed as mother requested a replacement. No further information was provided.